Event description:
It was reported that event occurred when the intra-aortic balloon pump (iabp) alarmed low helium. The intra-aortic balloon (iab) was inserted through the sheath via femoral with no issues. As a result, the pump was switched out and the results were the same, low helium alarm. There was not another attempt at the procedure. There was a delay or interruption in therapy with no harm to the patient (pt.). The pt. Outcome is unknown. Additional information, received on (B)(4) 2011, stated the event occurred in the cardiovascular operating room (cvor) approximately 24 hours after the iab was inserted. The pt spent the night in the intensive care unit (ICU) prior to surgery the next day. No problems were reported in the ICU with the pump that night. As the md was finishing the last step before moving the pt. On the bypass, the helium loss alarm on the pump started. The pt. Needed the iabp augmentation so was quickly moved to bypass. The cv clinical nurse specialist was called in to troubleshoot the iabp. The blue 40 cc helium connection was pulled and reinserted. The volume read 2.5 cc. As a result, another connector was obtained, plugged into the pump and iabp operation returned to normal. Over the weekend the helium loss alarms started again and since the pt. Was stable, the pump was discontinued. After the balloon and sheath were removed it was noted that there was a small bend/kink at the skin line in the sheath. The delay or interruption in therapy was noted as several minutes before pt. Put on bypass. The pt. Outcome is the pt. Was stable in postoperative care unit (pcu). Transesophageal echocardiogram (tee) was done by the anesthesiologist in surgery and indicted that the iab was in the correct position.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed, if additional information becomes available.